Event description:
Lap chole - "handles stuck together on clip closure."

Manufacturer narrative:
The incident device has been returned and has been evaluated. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.